Event description:
Vacuum assisted delivery. Term obstetrical delivery vacuum assisted vaginal delivery. Vacuum applied x3, infant had cephalohematoma, small bilateral occipital subdural hematoma with prominent right parietal scalp hematoma.